Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor board and video control board. System operates as intended.

Event description:
The customer reported the system would not save or recall patient data or images correctly. No patient injury was reported.